Event description:
It was reported the rigid video scope had image interference. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the protector of the video cable section was cut, and the fiber cone had corrosion. Based on the results of the investigation, and since image interference was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Based on the investigation results, a probable cause for the malfunctions identified during the device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had image interference. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.